Manufacturer narrative:
(B)(4). Date sent: 2/11/2016. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: where within the gap setting scale was the orange indicator prior to firing? No information. What confirmation was received that the device was fully fired? No information. Was the cut line fully circumferential around the target tissue? Yes. If the device fully cut, were all tissue layers present in both donuts when inspected? No information.

Event description:
It was reported that during an open total gastrectomy, all deployed staples were unformed though the target tissue was cut. Before the event, the doctor had checked that the anvil had been attached to the device at first, but he did not check it when the adjusting knob was fully grasped prior to firing. Then, the firing handle was grasped and there was no feedback in firing. Then, the doctor noticed that the anvil had come off. After that, the anvil was set again and the device was fired and then, this event occurred. Another device was used to complete the case. There were no adverse consequences to the patient. The sales rep explained to the doctor about possibilities of this event that staples had been deployed at the 1st firing and the target tissue had been cut at the 2nd firing.

Manufacturer narrative:
(B)(4). The analysis results found that the cdh25 device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The anvil was attached on the device completely and without any difficulties and did not detach during functional testing. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.